Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate and volume 3 times "the volume is >21 mls". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the pump passed flow accuracy test. A review of the event history log (ehl) revealed no abnormalities. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the reported problem could not be reproduced and no cause was found all required service actions were completed in the last service cycle. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.